Manufacturer narrative:
The breath delivery (bd) backplane printed circuit board (pcb), bd power distribution pcb, and bd power controller pcb were returned to medtronic¿s product analysis laboratory. A visual inspection was performed on the bd backplane pcb and contamination was found on the pcb connectors. An investigation was performed and the visual alarm indicators on the top of the graphical user interface (gui) were behaving erratically. The piezo alarm did not sound during the bd audio test. The root cause of the reported issue and found issue was isolated to contamination from a vendor process. A visual inspection was performed on the bd power destruction pcb and no anomalies were observed. An investigation was performed and it was found that the resistor device resistance was reading open circuit. The found issue was isolated to resistor device failure. A visual inspection was performed on the bd power controller pcb and no anomalies were observed. An investigation was performed and the reported issue could not be duplicated. No error logs were recorded in the diagnostic logs during testing. No fault was found with the returned bd power controller pcb. It was replaced as a precaution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated a constant alarm. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device. The se replaced the breath delivery (bd) batteries, power distribution/controller boards, and main backplane board. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Product analysis: batteries were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis and an analog digital converter (adc) voltage out of range error was generated. The ventilator would not accept power from the batteries when disconnected from wall power and would not charge the batteries when connected to wall power. An investigation was performed and the product analysis technician reported that the root cause was isolated to a short circuit in the batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated a constant alarm. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device. The se replaced the breath delivery batteries, power distribution/ controller board and the main back plane. The se performed calibrations and extended self-testing on the device and all tests passed